Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: approximately (B)(6) 2013. Event date: approximately (B)(6) 2013. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00755. It was reported that during a percutaneous coronary intervention procedure, a deployment issue occurred. The target lesion was located in the external iliac artery. A 10 x 60 x 75 mm epic iliac stent delivery system (sds) was advanced to the target lesion without difficulty and the stent was deployed. However, after deployment the stent appeared to be crunched up, recoiled and shorten up to a 10 x 40 mm stent. A ultra-thin diamond balloon dilatation catheter was advanced to dilate the stent and at unknown atms a balloon rupture occurred. A covered stent was implanted at the target lesion. The procedure was completed. No patient complications were reported and the patient's status is listed as fine. "They were using a c-arm and there was a difficulty in visibility as well." Additional information has been requested and is not available.